Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. Date of incident is unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit would not switch to mechanical ventilation when requested during a case. The unit was switched to manual ventilation until it could be replace to complete the case. There is no report of patient injury.